Manufacturer narrative:
Additional suspect medical device component involved in the event: model#: sc-2218-70 serial #: (B)(4), description: linear st lead, 70cm the explanted devices were not returned to bsn as they were kept by the medical facility. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient's left side lead was nonfunctioning. The patient underwent a revision wherein the leads were replaced. The patient was reportedly doing well postoperatively.

Manufacturer narrative:
(B)(4). Additional information was received that the left side lead showed super high impedance and the physician suspected malfunction of the lead.

Event description:
A report was received that the patient had a lot of pain in the back and the left side lead was nonfunctioning. The patient underwent a revision wherein the leads were replaced. The patient was reportedly doing well postoperatively.